Event description:
Patient reported that she had 2 devices that fell off of her skin after 4 hours. The 1st time it happened was (B)(6) 2020 and the 2nd time the v-go fell off was (B)(6) 2020. Patient stated that there was no excess movement or sweating at the time of the incidents.